Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted. Insulin pump passed the delivery accuracy test at 0.08830 inches.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose level was 39 mg/dl at the time of incident and the current blood glucose level was 142 mg/dl. The customer was treated with food. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer does allege insulin pump was over delivering. Customer was unable to upload to care link at this time. The drive support cap appears normal. Troubleshooting was assisted. The insulin pump will be returned for analysis.